Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic procedure, the staple reload was not closed when pre-test. They used the other new ones to complete the case. No patient injury.